Event description:
After cancerous double mastectomy I was talked into getting mentor memory gel implants in 2015. I had explant surgery in (B)(6) of 2020. My body and health were failing more each year. My health provider told me my body was rejecting my breast implants. I immediately researched and found so much information about the many harmful symptoms they can cause. Many of my health issues were definitely brought on by silicone in my body for 6 years. I do have documentation of my medical records of my explant surgery if needed. I also have the removed silicone implants in my possession if needed. I was harmed by silicone breast implants. FDA safety report ID # (B)(4).